Event description:
The customer reported "while in the process of removing the retrievable filter, which was imbedded in the caval wall, the snare became detached from the snare wire. The filter was retrieved- no pt adverse effect." The lot number provided was: 1101-033 (B)(4).

Manufacturer narrative:
At this time the device in question is being investigated at pfm's mfg facility. Once any info becomes available, pfm shall provided a f/u report. (B)(4), 2011.